Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 634 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer changes her infusion sets every 3-4 days, so she was advised to change her infusion set every 2-3 days. The customer last changed her infusion set two days prior to the event. The customer uses a quick-set. No insulin exited during the prime test passed. The call was unexpectedly disconnected during the high pressure test. An attempt was made to call the customer back to complete the high pressure test, but the customer could not be reached. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.